Event description:
Customer's family member reported customer's device = 419 mg/dl. Retest = 513 mg/dl. Customer's family member stated results are erratic. Previous device results = 40 & 48 mg/dl; however was unable to find the results in the memory. At 1:20 pm, device = 372 mg/dl; at 5:05 pm, device = hi. Family member gave customer insulin. At 8:03 pm, device = 70 mg/dl and customer was shaky. A few days later, device = 536 mg/dl at 5:27 pm and 533 mg/dl at 9:09 pm and customer was given carbohydrates and insulin. Customer's family member treated customer with cookies, orange juice, etc. To elevate blood glucose. Controls were used and in range. A request was made for return product and replacement product was sent.